Event description:
It was stated that the customer was hospitalized with blood glucose levels over 500 mg/dl. The diabetes educator called to find out about an alarm that was in the alarm history. Advised the diabetes educator that it was a no delivery alarm. The diabetes educator stated that she could not do any troubleshooting because she had no supplies for the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.